Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When the catheter was removed from the hoop it was kinked in two locations. The catheter was not used.

Manufacturer narrative:
Result: the catheter was fractured approximately 11.0, 22.0, and 48.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the first 5maxace catheter was kinked at the hub and started leaking during use. The second 5maxace catheter was removed from the hoop and kinked in two locations. Evaluation of the returned devices confirmed the complaint. It appears that both catheters were damaged due to improper handling during removal from the packaging and preparation for use. If the catheter is not removed from the hoop or handled properly during preparation for use and manipulation in the patient, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00200.